Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in reporting a hospitalization. Customer had a bad stomach flu, causing her blood glucose level to go high. She was feeling nauseous and dehydrated, and was vomiting. She tried to correct with several bolus deliveries, but none of them brought her blood glucose level down. She went to the emergency room, where she was treated with manual injections. At the time of hospitalization, customer's blood glucose was 305 mg/dl. Customer conducted trouble shooting. The drive support cap appeared normal. Insulin exited during the manual prime. When checking the tubing for air, customer found a small air bubble. Customer's current blood glucose level was 147 mg/dl. Nothing further was reported.